Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. No logs are available. As per (B)(4) inspiration block of this unit replaced and the issue is resolved. Vyaire medical findings indicated that they were unable to determined the root cause. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us was giving error 318 - inspiration valve failsafe failed or occlusion in inspiration. Furthermore, there was no patient involvement associated with the reported event.